Event description:
The customer reported the defibrillator indicates an error on display: "error 1.06 service necessary", "device error. Service required" with solid red "x" with a periodic chirp on display. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the defibrillator indicates an error on display: "error 1.06 service necessary", "device error. Service required" with solid red "x" with a periodic chirp on display. There was no pt involvement. The philips field service engineer (fse) and the local philips bench confirmed the reported symptom. The fse added that the device status log contained entries of "charge/shock failure - therapy pca (runtime)". The fse replaced the therapy pca to resolve this malfunction. The device passed all testing and was returned to the customer. We consider this incident to have been caused by a failure of the therapy pca.